Event description:
Reports getting erratic readings as well as e-3s with meter. Analysis run on clark error grid using mean avg. Reading (244) vs bd readings (146,85,500) yielded data points in the c/d range of the grid, outside acceptable limits.